Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous, mr, 2.75x24mm stent delivery system was returned for analysis. A visual examination of the device identified no stent on the returned device. The stent was not returned for analysis. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture was within maximum crimped stent profile measurement indicating that there were no issues with the crimp stent profile. A visual examination of the balloon found that the balloon folds appeared twisted. A visual and tactile examination found a hypotube kink 230 mm distal from the distal end of the strain relief. This most likely occurred due to handling of the device. A visual and tactile examination found the inner polymer extrusion is bunched in multiple locations. This is consistent with a force being applied to the device. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 24x2.75mm, eccentric, de novo, with a greater than 45 and less than 90 degree bend target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery. A 24 x 2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detached/separated.